Event description:
It was reported that the acl reconstruction procedure started and the surgeon proceeded to use meniscal suture using a meniscal cinch. The cinch was placed in position, inserted into the meniscus and the first implant went through fine. The surgeon prepared to get the second implant but once its lowered the surgeon realized the implant was missing and could not complete the sutures. The implant was defective and the second implant was missing.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The typical cause of this type of event is not allowing the trailing suture to remain free and unobstructed during implant insertion or the user not following the deployment sequence as stated in the surgical technique guides. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not yet returned.